Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 7750508, 510k # k062879 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fixation surgery at occipital¿c6. Approximately one month post-op it was found that all six of the screws had backed out of the oc plate. The patient underwent a revision procedure approximately 2 months post-op. The surgeon stated that the patient's rheumatoid arthritis might have contributed to the incident. No additional patient complications were reported.